Event description:
(B)(4). Since I have this device called essure, my life changed . I feel tired with abdominal pain, many gases, hair loss, dry mouth, menstrual cramps bad mood , leg numbness among others. Before implanting essure, I did not have any of this. I need my life back.